Manufacturer narrative:
Expiration date - june 2023. UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter: mr./ms. (B)(6). Device manufacture date - 7/20/18 ~ 7/22/2018. The actual device and unused sample was returned to the manufacturing facility for evaluation. When closely checked the actual sample of 1pc. The safety-cover was not properly shielding a tip of inner-needle and it was positioned at the center of the cannula instead. The safety cover was thoroughly observed under microscopic observation. No missing or physical deformation of the component to attribute malfunction of the safety cover, were observed. The unused catheter-hub from enclosed unused sample (1pc) was prepared. The hub piece removed from unused sample was later placed onto the actual sample to create original condition. It was used to simulate and to verify the proper shielding performance of the sample. We conducted inner-needle by pulling it repeatedly 10 times to check proper shielding performance. As a result, the safety cover was confirmed to be safely activated to shield the tip. In addition, the unused sample piece was tested in same way and no irregularity observed on its activation performance. The manufacture inspection record was traced back and reviewed. As a result, no similar event was noted in the record. No records of device failures, including precision in checking the safety cover and automated rejection features, were found. Furthermore, there has been no similar event ever reported by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately.", "for certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not to touch the safety cover after withdrawal of the inner needle for infection prevention.". There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that a needle stick injury accidentally occurred during treatment at the hospital. Proper activation of the safety cover was not achieved while the inner-needle was being withdrawn from the patient.